Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported during surgery that upon insertion of the screw into the bone, the screw began to twist at the center and deforming the metal. The screw proceeded to break when attempts were made to retrieve it. The screw became unretrievable after multiple little pieces continued to break off. The surgeon was able to remove half of the screw, but the other half remains in the paints body. The surgery was completed after a 45-minute delay. No adverse patient consequences were reported.

Manufacturer narrative:
The reported inframe implant 2.0mm x 34mm was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The inframe implant 2.0mm x 34mm (part number exinf922034, batch number 22322-16) was examined visually under magnification. Both returned pieces of the implant exhibited breakage. One piece (piece: 1, portion with head) had breakage at only one end of the returned piece on the shaft (the end opposite the head). The second piece (piece: 2) had two breakages at either end of the shaft (this piece was presumably a midshaft portion of the implant). Effectively, both pieces exhibited breakage in the threaded shaft region of the implant. In each case, the breakage appeared to involve a singular fractured surface that was slightly to moderately oblique to the device axis. The surface was slightly textured. The oblique surface exhibited slight cupping/bowing when viewed from the side. There were no immediately visible / clearly-visible progression/beach/seashell marks on this surface (i.e. No signs of fatigue). There appeared to be no additional twisting or off-axis bending of the portion of shaft that remains attached to the head. The fractured surface specifics are largely similar between returned piece 1 (portion with head) and returned piece 2 (presumed midshaft portion) of the implant (additionally, true for fractured surfaces at both ends of piece 2). The thread in regions adjacent to the breakage exhibited damage in the form of cuts/nicks in the peaks/crests of the thread as well as the thread form being disformed/bent. The observed device damage did not suggest ductile failure modes, nor failures from fatigue. The observed phenomena suggested brittle failure modes may have occurred; brittle failure may occur when unusually large torques and/or unusually large loads are applied to devices. Devices that fail in pure torsional loading conditions (i.e. Over-torque) will usually have a singular flat fracture plane that is perpendicular to the device axis. Devices that fail in complex loading conditions beyond pure torsion (i.e. Over-torque with additional off-axis loading) may exhibit a flat or cupped/bowed fracture surface, as well as potential multiple/complex fracture surface setups, which are usually oblique/angled to the device axis. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 3331 and 10. Investigation findings code (annex c): updated to 3243. Investigation conclusions code (annex d): updated to 4315.